Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 69% to 29% in approximately 30 minutes while connected to a power source. Customer reported blood glucose (bg) level was 280 (mg/dl). Reportedly, this bg level is within target range and the customer did not wish to perform any actions at the time of the call with tandem technical support. It was indicated that the customer would continue to use the pump until the replacement pump was received.